Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information provided via medical records. The following section of this report has been corrected/updated: b7 (other relevant history, including preexisting medical conditions). Additional information was provided via medical records. Per review of the medical records, the 26 mm sapien 3 ultra resilia valve implant was performed under direct visualization with a third re-do open chest due to two surgical aortic valve replacement (avr) not amenable to mechanical valve. Approximately 2 months and 17 days post transcatheter aortic valve replacement (tavr) procedure with the 26 mm sapien 3 ultra resilia valve, the patient underwent a transesophageal echocardiogram (tee) to evaluate the progression of the known moderate paravalvular leak (pvl) since implant. A post-dilation was then performed which appeared to successfully decrease the larger of the two pvl jets while also resolving the "rocking". There was no mention of valve migration. The overall degree of pvl decreased from severe to moderate. There was no evidence of stenosis, and the mean gradient was 12 mmhg. The patient was to be discharged with an increase in diuretic dose. No further intervention or treatment was recommended at the time.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to the pvl. Investigation results suggests that procedural factors (valve under sizing) may have caused or contributed to this event. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of bioprosthetic heart valves. The IFU warns that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). In addition, it cautions that residual mean gradient may be higher in a "thv-in-failing prosthesis" configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. The valve academic research consortium-3 (varc-3) defines nonstructural valve dysfunction (nsvd) as any abnormality, not intrinsic to the prosthetic valve, resulting in valve dysfunction. Examples include paravalvular regurgitation, leaflet entrapment by pannus, prosthesis-patient mismatch (ppm), and inappropriate positioning or sizing. Prothesis-patient mismatch (ppm) refers to structurally and functionally normal prosthetic valves with an effective orifice area (eoa) physiologically smaller compared to the patient's body surface area (bsa) and cardiac output, thus resulting in abnormally high post-operative gradients. Based on varc-3, for an aortic valve prosthesis, severe ppm is defined by an indexed effective orifice area (ieoa) of less than 0.65 cm2/m2 and indexed effective orifice area (ieoa) of less than or equal to 0.55 cm2/m2 for those with body mass index greater than or equal to 30 kg/m2. In the mitral position, ppm occurs when there is residual mitral stenosis with higher trans-mitral gradients after mitral valve replacement. For a mitral valve prosthesis, severe ppm is defined as an ieoa of less than or equal to 0.9 cm2/m and ieoa of less than or equal to 0.75 cm2/m2 for those with body mass index greater than or equal to 30 kg/m2. Literature review suggests that predictors of ppm after surgical valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger bsa, larger body mass index, smaller baseline eoa, smaller landing zone diameter and the utilization of a bioprosthesis. The possibility of prosthesis-patient mismatch should be considered in cases of consistently increased transprosthetic gradients with normal leaflet motion (in the absence of significant regurgitation). The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per the IFU, it is important that the manufacturer, model and size of the preexisting prosthesis be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. The IFU mentions that post-procedure and follow-up assessment of transcatheter heart valve performance by doppler echocardiography may be impacted by inherent limitations in the bernoulli equation used to determine measurements such as mean gradient, eoa, and prosthesis-patient mismatch. These limitations may lead to an overstating or understating of valve performance measurements after valve implantation. Per the IFU and varc-3, a post-procedural echocardiogram should be used to establish a baseline from which future follow-up visits are compared to, especially if prosthesis-patient mismatch is present after valve implantation. In this case, there was no allegation or indication a product malfunction contributed to the ppm. Investigation results suggests that procedural factors (valve under sizing) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by edwards patient support, the patient support center (psc) received an inquiry from a patient regarding the status of the computed tomography (CT) scan results sent by their implanting physician to edwards lifesciences for review. The patient revealed that they had been initially scheduled for a mechanical valve implantation. During the procedure, there was significant calcification and scar tissue observed around the patient's heart. As a result, a decision was made to surgically implant a 26 mm sapien 3 ultra resilia valve. Post procedure, a valve leak was identified, which the patient reported was communicated approximately three (3) days after the procedure. The patient was advised to monitor for improvement over the following month. A follow-up echocardiogram performed approximately one (1) month post transcatheter aortic valve replacement (tavr) procedure revealed moderate to severe paravalvular leak (pvl) on both sides of the valve. Re-intervention options were discussed, and the options were a valve-in-valve tavr, leak closure via a plug or balloon aortic valvuloplasty (bav) to expand the current valve. Approximately two (2) months post tavr procedure, a CT scan was performed and submitted to edwards lifesciences for evaluation. The patient expressed concern regarding the leak and requested a discussion. During the discussion, the patient noted that they had multiple significant pvls. In addition, the patient noted that the tavr procedure with a 26 mm sapien 3 ultra resilia valve was their third sternotomy with prior valve implants including a porcine valve implanted approximately 17 years prior and a non-edwards valve implanted approximately 11 years prior. The decision to implant a 26 mm sapien 3 ultra resilia valve was made intraoperatively due to the inability to place sutures due to calcium. Subsequently, additional information was provided by the field specialist. After discussion with the implanting physician, a plan was made to post-dilate the valve followed by placement of a plug if necessary. Approximately 2 months and 17 days post tavr procedure with the 26 mm sapien 3 ultra resilia valve, the valve was post-dilated with a 26 mm non-edwards balloon which expanded the valve more fully. However, it did not improve the patient's outcome as there was still moderate to severe pvl with two large jets. Plug placement was attempted but unsuccessful. As a result, a decision was made to pause and explore other alternatives. It was noted prior to the post-dilation that the valve appeared to have migrated and on fluoroscopy, the valve appeared to be actively moving. After the post-dilation was performed, the movement appeared to stop. The valve appeared canted and positioned lower on the non-coronary cusp (ncc)/right coronary cusp (rcc) side. Imagery was provided for evaluation, and it was reviewed by a proctor. A review of the imagery indicated there was a big residual pvl anteriorly towards the right coronary artery (rca), and a minor pvl posteriorly. The valve was observed to be rocking and was noted to be too small. Based on the imagery review, it was recommended to post-dilate the valve with a 28 mm non-edwards balloon at a high atmosphere (atm), perform a valve-in-valve using a 29 mm sapien 3 valve, and as needed, consider post-dilation with a 28 mm non-edwards balloon to optimize the expansion.